Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not returned to manufacture to evaluation. Method - no testing methods performed. The sales rep discussed the case with the doctor. Dr. (B)(6) said there was no clinical issue with the tube. The nurse anesthetist did have to reposition the tube (slight turn of the tube) to get a good airway, but no issues. The nurse anesthetist noticed when the tube was removed it was kinked. Dr. (B)(6) tried to manually kink a tube to show the sales rep where it was kinked, but he was unable to recreate the kink. The tube he attempted to kink was a 7mm, and the complaint tube was a 6mm.

Event description:
It was reported during the last month the doctor noticed an issue with a trivantage (emg) tube kinking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.